Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the internet down happened twice for 20 minutes, and the user wanted to know if it would affect the charges would just hold in the queue. A technical support specialist verified with the interface team that the charges would remain in the queue if the internet was down and once the internet connection was restored, the charge messages would resume processing. The customer acknowledged this information. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user wanted to know whether their department shut the internet off twice for about 20 minutes each time would have any impact on medication charges. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.